Manufacturer narrative:
(B)(4). Photographic analysis: one video and four photos were provided. Video received shows a piece of tissue, suture is using along a staple line, bleeding can be observed. First photo shows a piece of tissue, with a staple line. Second photo shows a piece of tissue being held and the proximal part of an anvil can be seen close to the tissue. Third photo shows a circular device, the safety lockout is engaged. Fourth photo shows a piece of tissue with a staple line, on a mayo table, with many devices around. Based on the video and photos alone, no conclusion could be reached on how the reported event occurred. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: was the post-operative care of patient changed due to the issues encountered with device? If so, please provide details.

Event description:
It was reported that there was an incomplete staple line. During the resection of esophageal carcinoma with three incisions of neck, abdomen and chest, after fired with ec60a to make the tubular stomach, the tissue was oozing as the video shows, suture was used to sew the wound. During the esophagogastric anastomosis, after fired with cdh25a, found only with half of staple line(checked the device and surgical field, no staples remained), the patient was bleeding, suture was used to sew the wound and stop the bleeding without blood transfusion. The surgery delayed about 3 hours. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Additional information requested and received: was the post-operative care of patient changed due to the issues encountered with device? If so, please provide details. No.